Event description:
Boston scientific crm received information that the field representative for the patient with this cardiac resynchronization therapy-defibrillator (crt-d) wanted a longevity estimate. The device is a part of the shortened replacement window (4/05/2007) advisory. Technical services (ts) did not perform a longevity estimate as the device was found to be exhibiting srw advisory behaviors. Ts recommended the patient be followed up on a monthly basis. No adverse patient effects were reported. Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.